Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced bacterial peritonitis. It was not reported whether the patient was hospitalized or whether remedial therapy was rendered. In 2011, the event of peritonitis resolved. On (B)(6) 2011, the patient completed treatment with dianeal pd4 unknown bag therapy and it was not reported whether therapy was resumed. The consumer did not provide a statement of causality for the event of bacterial peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.